Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of eva total parenteral nutrition (tpn) bags were leaking from the port where the tubing is inserted. The leak was initially discovered in the pharmacy before delivery, but lately several have been found by the patient when they receive them at home. There was no report of patient injury or medical intervention associated with this event. No additional information is available.